Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair, excitation portion bleeding mesh on anterior wall vagina and removal of the granulation polyps due to sui, pelvic discomfort, cystocele, discharge and bleeding, rectocele and hypermobility urethra. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and polyps. It was reported that patient underwent excision of mesh with rectocele repair on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).